Event description:
While docking, the robotic bipolar cord was attached to bipolar maryland instrument and began firing with no one at the robotic counsel. The cord was unplugged. We tried the instrument again and it did the same thing. The bipolar maryland and cord was replaced.